Manufacturer narrative:
(B)(4). Pump received with dog chew marks, broken reservoir tube lip, missing reservoir tube o ring and cracked case. The test infusion set and reservoir does not lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that dog chewed customer's insulin pump. Location of damage was case and buttons. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.